Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial right hip procedure (B)(6), 2015. During this procedure the patient's blood pressure dropped which was controlled after anesthesia. The surgeon reported the cause of death was due to internal bleeding and fall in blood pressure. The surgeon did not state if the death is related to the implants or not. Patient was implanted with legacy zimmer and legacy biomet products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a hip procedure (B)(6) 2015. During this procedure the patient's blood pressure dropped which was controlled after anesthesia. The surgeon reported the cause of death was due to internal bleeding and fall in blood pressure. Patient was implanted with legacy zimmer and legacy biomet products.